Event description:
It was reported that the right ventricular lead had an apparent fracture, oversensing, high impedance, noise, and the helix would not retract during the explant procedure. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had an apparent fracture, sensing difficulty, oversensing, high/unstable/unmeasurable thresholds, high impedance, and no capture. The lead was removed and replaced. Additional information received indicated that the helix would not retract during the explant procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing was kinked/buckled, the outer tubing overlay was melted, there was a white substance on the exposed defibrillation coil, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism.